Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter noted that the patient experienced elevated blood glucose (bg) over 250 mg/dl but under 500 mg/dl with small ketones. There were no reported additional signs or symptoms of hyperglycemia which does not meet the animas criteria of an adverse event. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 16-nov-2017 with the following findings: a review of the pump¿s black box showed that the pump was manually suspended on (B)(6) 2017 followed by a pump reboot; deliveries never resumed. The last bolus delivery was a 5.80u ezcarb normal bolus on (B)(6) 2017. During investigation, the pump was exercised for 24 hours with no errors or warnings occurring. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.